Event description:
Legal counsel for the patient reported that the patient underwent bilateral m2a hip arthroplasty. The right side on (B)(6) 2007 and the left side on (B)(6) 2007. Subsequently, patient alleges pain, elevated metal ion levels and metallosis. Patient alleges left side revision procedures on (B)(6) 2008, (B)(6) 2011, and (B)(6) 2011. No further information could be located for alleged revisions. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 6 mdrs filed for this event (reference 1825034-2013-01273 / 01278). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
Legal counsel for the patient reported that the patient underwent bilateral m2a hip arthroplasty. The right side on (B)(6) 2007 and the left side on (B)(6) 2007. Subsequently, patient alleges pain, elevated metal ion levels and metallosis. Patient alleges left side revision procedures on (B)(6) 2008, (B)(6) 2011. No further information could be located for alleged revisions. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. It was reported that patient underwent right hip revision on (B)(6) 2014 due to infection. The cup and head were removed. Review of invoice history confirmed date of revision.